Event description:
It was reported by service report that the velcro was missing from the stretchers. The mattress does not secure properly to the litter surface. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Velcro.